Event description:
It was reported during the procedure that the screw mechanism (helix) would not extend completely. The lead was not implanted and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) helix disengaged from helical channel. Full lead returned and analyzed. The helix would not extend due to being over-retracted. There was a tip seal observation. Distal conductor blood/body fluid (not obstructed), blood in/on helix/lobe mechanism (sleeve head).